Manufacturer narrative:
The customer's materials were requested for return. The products have not been received at this time. If the products are returned in the future, a follow up report will be submitted. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Retention test strips (lot 330462) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Occupation: occupation ni equals lay user / patient. The event occurred in: (B)(6).

Event description:
The initial reporter complained of multiple occurrences of questionable inr results from a coaguchek inrange meter serial number (B)(4) compared to the stago neoplastin ci plus laboratory method. The customer stated that the discrepant results began in (B)(6) 2018 but did not provide a specific date. The date of the event is only an approximation. Comparison number 1 ((B)(6) 2018): the laboratory result was 2.06 inr and the meter result was 2.7 inr. Comparison number 2 ((B)(6) 2018): the laboratory result was 2.36 inr and the meter result was 4.1 inr. Comparison number 3 ((B)(6) 2019): the laboratory result was 2.38 inr and the meter result was 3.9 inr. Comparison number 4 ((B)(6) 2019): the laboratory result was 2.59 inr and the meter result was 4.9 inr. The meter and laboratory results were obtained within less than 3 hours of each other. The customer's therapeutic range is 2.5 - 3.5 inr. The results in question were reported to the customer's doctors. There was no allegation of an adverse event.